Event description:
Surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the pt had a history of chronic open angle glaucoma which was treated with medications and astigmatism (pre-existing). At a postoperative visit, the pt noted that she "still can't see". She stated her vision was blurry, her eyes were burning and felt "tight". She stated she had experienced pain during the day. At that visit, the pt was given a prescription for glasses. The surgeon also noted the pt had dry eyes. At the next f/u visit, the patient reported the glasses were helping her visual acuity.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 09/23/2010, 09/27/2010, 09/28/2010, 09/29/2010, and 10/13/2010 by phone, fax, and mail. A completed questionnaire was received on 10/13/2010. Medical records were received on 09/23/2010. (B)(4).